Manufacturer narrative:
Sc-2108-50m (sn (B)(4)) device evaluation indicated that the complaint of the lead having a fracture was not confirmed. However, visual inspection revealed there were minor burn marks on the insulation of the lead. Damage was a result of a typical explant procedure and it was not considered a failure.

Event description:
A report was received that the patient lost coverage. It was determined that one of the patient's lead was fractured. The patient underwent a procedure where the lead was replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2108-50m, serial #: (B)(4), description: scs lead kit, phase 2 sterile package. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient lost coverage. It was determined that one of the patient¿s lead was fractured. The patient underwent a procedure where the lead was replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.